Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor separation of sample. No serious injury or medical intervention was reported. Verbatim: "material no. Unknown, batch no. Unknown. It was reported that the blood does not separate upon centrifugation. (December incidents) bd p100 tubes - item # 366448, lot # 8068936 exp. 2019-03-31 our lab has encountered a problem with the bd p100 tubes: the blood does not separate upon centrifugation. This has happened three (3) times in the past two months. The most recent occurrence was yesterday (details of lot number and expiry date as per above). The two other incidents occurred in (B)(6) 2018, but the lab had already thrown out the samples and I was not able to obtain the details regarding the lot number or expiry date. Note: these tubes are used to collect specimens for tests performed on sick children ¿ each incident of a defective tube requires a specimen recollection, which is very stressful for the parents, not to mention the dissatisfaction of the treating physicians. Possibly, but can¿t say for sure. The first sample (dec 20) was received from (B)(6) and the second (dec 21) from (B)(6). Since it is our facility that distributes the kits, it is possible that the tubes are from the same lot, and may even be from the same lot as the incident that occurred in february, which was collected in toronto. There is no way to confirm at this late date whether the samples received in december were collected with kits that the collection sites had in inventory or whether they were using kits from the most recent delivery. Our lab had already disposed of the tubes before I was made aware of the problem and could ask for the information. I then instructed the lab that when such problems occur, they are to provide me with the details (i.e., lot number), which they did when this same problem recurred in february."

Manufacturer narrative:
The following fields have been updated with correction: b.2. Date of event: (B)(6) 2018.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor separation of sample. No serious injury or medical intervention was reported. Verbatim: "material no. Unknown, batch no. Unknown. It was reported that the blood does not separate upon centrifugation. ((B)(6) incidents). Bd p100 tubes - item # 366448, lot # 8068936, exp. 2019-03-31. Our lab has encountered a problem with the bd p100 tubes: the blood does not separate upon centrifugation. This has happened three (3) times in the past two months. The most recent occurrence was yesterday (details of lot number and expiry date as per above). The two other incidents occurred in (B)(6) 2018, but the lab had already thrown out the samples and I was not able to obtain the details regarding the lot number or expiry date. Note: these tubes are used to collect specimens for tests performed on sick children ¿ each incident of a defective tube requires a specimen recollection, which is very stressful for the parents, not to mention the dissatisfaction of the treating physicians. Possibly, but can¿t say for sure. The first sample ((B)(6)) was received from (B)(6) and the second (dec 21) from (B)(6). Since it is our facility that distributes the kits, it is possible that the tubes are from the same lot, and may even be from the same lot as the incident that occurred in (B)(6), which was collected in (B)(6). There is no way to confirm at this late date whether the samples received in (B)(6) were collected with kits that the collection sites had in inventory or whether they were using kits from the most recent delivery. Our lab had already disposed of the tubes before I was made aware of the problem and could ask for the information. I then instructed the lab that when such problems occur, they are to provide me with the details (i.e., lot number), which they did when this same problem recurred in (B)(6)."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation had poor separation of sample. No serious injury or medical intervention was reported. Verbatim: "material no. Unknown. Batch no. Unknown. It was reported that the blood does not separate upon centrifugation. (December incidents). Bd p100 tubes - item # 366448, lot # 8068936 exp. 2019-03-31. Our lab has encountered a problem with the bd p100 tubes: the blood does not separate upon centrifugation. This has happened three (3) times in the past two months. The most recent occurrence was yesterday (details of lot number and expiry date as per above). The two other incidents occurred in (B)(6) 2018, but the lab had already thrown out the samples and I was not able to obtain the details regarding the lot number or expiry date. Note: these tubes are used to collect specimens for tests performed on sick children ¿ each incident of a defective tube requires a specimen recollection, which is very stressful for the parents, not to mention the dissatisfaction of the treating physicians. Possibly, but can¿t say for sure. The first sample (dec 20) was received from (B)(6) and the second (dec 21) from calgary. Since it is our facility that distributes the kits, it is possible that the tubes are from the same lot, and may even be from the same lot as the incident that occurred in february, which was collected in (B)(6). There is no way to confirm at this late date whether the samples received in december were collected with kits that the collection sites had in inventory or whether they were using kits from the most recent delivery. Our lab had already disposed of the tubes before I was made aware of the problem and could ask for the information. I then instructed the lab that when such problems occur, they are to provide me with the details (i.e., lot number), which they did when this same problem recurred in february."